Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had hardware low level failures. The customer¿s blood glucose was 6.3 mmol/l. Troubleshooting steps were provided for power error detected alarm. Customer was unable to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures during self test and confirmed in the insulin pump history due to broken trace on keypad assembly.